Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of capture and sensing of the right atrial lead. Fluoroscopy showed that the lead had perforated the atrium. There was also evidence of pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the helix was pull ed/stretched/overstressed. The proximal lead conductor was flattened and kinked/buckled. The outer insulation had a depression. The proximal conductor was not obstructed with blood. The outer insulation was breached/cut. There was apparent explant damage.